Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D60143) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies) and parity 2 (2 children). Normal health, menstrual cycle 25-27 days, duration 7 days. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("difficult periods / periods more painful") and heavy menstrual bleeding ("periods more bleeding"). The patient was treated with surgery (laparoscopy- adnex removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: removal was performed at the patient's request. Six-month surgery follow-up not expected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D60143) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies) and parity 2 (2 children). Normal health, menstrual cycle 25-27 days, duration 7 days. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("difficult periods / periods more painful") and heavy menstrual bleeding ("periods more bleeding"). The patient was treated with surgery (laparoscopy- adnex removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: removal was performed at the patient's request. Six-month surgery follow-up not expected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Batch no: d60143, production date: 2015-02-18, expiration date: 2018-02-28. Sample received at quality unit yes. Date of sample received at quality unit 2021-07-12 . Sample description after receiving at quality unit two micro-inserts received. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 28-jul-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D60143) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies) and parity 2 (2 children). Normal health, menstrual cycle 25-27 days, duration 7 days. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("difficult periods / periods more painful") and heavy menstrual bleeding ("periods more bleeding"). The patient was treated with surgery (laparoscopy- adnex removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: removal was performed at the patient's request. Six-month surgery follow-up not expected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.